Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. No adverse consequences were reported.